Event description:
The rotator broke during use twice in a row. Blood sprayed. The first breakage was at 792 psi. The second was at 618 psi. Pressure limit for both was 800 psi. Flow rate - 12ml/sec, volume 15cc. No harm or injury was reported. This is one of two reports for this complaint. 1721504-2010-00180.

Manufacturer narrative:
Device eval - two used suspect devices were returned for eval. The complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval - device history record was reviewed, complaint data base was reviewed.